Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test, off no power and unexpected restart error test. However, compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Device received with minor scratched display window. Device received with cracked battery tube threads. Device received with cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system alarm during prime. Customer's blood glucose was 243 mg/dl. Drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.